Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a low battery voltage alert on (B)(6) 2010. It was also reported that there was an unexplained steady tone alert from the device upon interrogation on (B)(6) 2010. The device was explanted and replaced on (B)(6) 2010. No patient complications have been reported as a result of this event.